Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical component and degradation problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The bronchovideoscope was returned to the service center with a report of leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found no image was displayed. There was no patient involvement.